Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this (B)(4) is related to (B)(4) which reports about the tfna long nail was broken after the revision surgery. This pc reports about the tfna nail was broken after the first surgery. It was reported that on (B)(6) 2022, the patient underwent an unknown surgery with tfna nail on unknown date. After the surgery, the tfna nail was broken, so that the revision surgery to replace with the tfna long nail was performed on (B)(6)2022. No further information is available. This complaint involves one(1) device unk - nails: tfna. This is report 1 of 1 for complaint (B)(4).